Event description:
It was reported that the battery of a t:slim x2 pump would not charge, with a power source alert noted in the pump's history. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.